Event description:
The customer reported the device can not pass the self-test. There was no reported patient involvement/adverse pt impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.